Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had no settings upon start-up and that the settings could not be adjusted. The generator was returned for service. It was then further clarified on the repair request form that the difficulty occurred prior to the device being used. There was no patient involvement.